Manufacturer narrative:
The product was not returned to b+l for evaluation. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause of the reported event could not be determined. The review of batch records indicates that the product meets specification. This occurrence is not likely associated with a manufacturing assignable cause.

Event description:
Reportedly, the original cataract surgery was uneventful. After surgery, there was no evidence/suspicion of a wound leak. The post-operative intraocular pressure (iop) for the left eye was measured at 11 mm hg. However, the doctor indicated that severe inflammatory reaction began 20 hours post-op with hyperemia, moderate eyelid edema, microcystic corneal edema, and fibrin clot in the anterior chamber (ac). At 24 hours, there was intraocular hypertension (40 mm hg). At 48 hours, there was white cornea and hyphema. Inflammatory reaction gradually decreased with topical and systemic steroid therapy. Evolved with recovery of white corneal transparency; vitreous pseudomembranes, and choroidal detachment. After the patient developed the adverse reaction, the following medication regimen was prescribed for one month: ciprofloxacin (4 times a day), prednisone acetate (4 times a day) and bromfenac (2 times a day). An intravitreal injection of vancomycin and ceftazidime was administered one day post onset. A decrease in the patient's bcva was noted. The results of the culture and sensitivity tests were negative. The iol was then removed from the eye five weeks after onset. A vitrectomy was also performed due to vitreous pseudomembranes and retina detachment two months after onset. In the surgeon's opinion, the root cause is unknown. The patient's prognosis, according to the surgeon, is: "left eye has no light perception (lp); persistent hypotony, phthisis bulbi."

Event description:
Update: additional clarification of the event has been received and reads as follows: it was stated that the original lens implant was a phakic posterior chamber intraocular lens for the correction of miopic astigmatism. The cornea became opacified in the second post-operative day. Then, there was a gradual recovery of corneal transparency, progressing from the periphery to the center, and, behind the intraocular lens (iol), a white opacity fully occupying all of the pupillary area could be seen. The surgeon thought it corresponded to the inflammatory pseudomembranes, but when the patient was re-operated on (B)(6) 2017, and after removal of the iol, the surgeon observed a white cataract, with a partially reabsorbed anterior capsule. After removal of the white cataract with automatic I/a, the surgeon then observed a very hard pseudomembrane that was removed with the anterior vitrector.

Manufacturer narrative:
Investigation of this report is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed a reaction in the left eye one day after a lens implant. This reaction was diagnosed as either toxic anterior segment syndrome (tass) or a hypersensitivity reaction. The patient presented diffused and marked hyperemia, moderate eyelid edema, diffuse edema of the cornea, a fixed pupil, and a fibrin clot in the pupillary area. At 48 hours post-implant, intense corneal hyperemia with marked turbidity (whitish appearance) was noted, preventing the visualization of the iris. An update received four days later stated that the patient "maintains turbidity of the cornea with slight improvement, at the level of the periphery and the superficial stroma, with decrease of the inflammatory signs, but without recovery of the vision, keeping only the luminous perception." Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation of this report is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was stated that the doctor is discontinuing corticosteroid treatment to the patient. The doctor will then run some allergy tests. Additional information has been requested but has not been received.